Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, a mean longevity estimate of 81.1941 months.

Event description:
It was reported that per information received from the patient, on the last check six months ago of the implantable pulse generator (ipg) the longevity estimate of the device was 10 years. However, during a recent office visit the ipg estimated longevity is 4 years. The device remains in use, and no actions were taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 implantable pacing lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.